Manufacturer narrative:
Based on the info rec'd, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. A f/u MDR will be filed if more info becomes available.

Event description:
The pt reported that she underwent an add'l surgery after her hernia repair procedure due to the mesh "folding over." She stated that the mesh was repaired. Additionally she commented that she has an area approx the size of an egg at the incision site, which is not painful, but sensitive. Her dr advised her it was most probably scar tissue. The pt was advised of the recall by her physician and had an MRI performed. She rec'd a letter stating everything looks intact.